Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who indicated that the patient had undergone a revision of the implanted system. Moving the system from the left side to the right side. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
The event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) to manage urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was in a car accident about 3 weeks before they called into patient services. Since then, the patient noticed that the therapy was not working properly. The patient tried different settings to try to resolve the issue. The patient stated "it is not stimulating in the places it should". The patient reported shocking sensation from stimulation, and decided to turn the therapy off. The patient stated that they had pain at the ins site, and a few days ago the pain starting getting worse. The patient can not sit on the side where her ins is. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) to manage urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was in a car accident about 3 weeks before they called into patient services. Since then, the patient noticed that the therapy was not working properly. The patient tried different settings to try to resolve the issue. The patient stated "it is not stimulating in the places it should". The patient reported shocking sensation from stimulation, and decided to turn the therapy off. The patient stated that they had pain at the ins site, and a few days ago the pain starting getting worse. The patient can not sit on the side where her ins is. No further complications were anticipated/reported. Additional information was received from the consumer who indicated that the patient had undergone a revision of the implanted system. Moving the system from the left side to the right side. After the revision however the patient indicated that they were feeling stimulation in the wrong location, clarified to be the patient's right buttock. The patient was advised to follow-up with their healthcare provider (hcp) and a local manufacturer representative (rep) was notified to be present for reprogramming of the patient's system. Patient status is unknown at the time of this report. There were no further complication reported or anticipated. Patient was still having the issues that were previously reported. Patient went to see the hcp, but they told to contact the to contact the manufacturing representative. Additional information received from the patient. Patient mentioned that the battery was moving in the pocket site and it hurt. Patient said that they did speak to their hcp about it who examined and said that it looked fine and told them that they did not know how this could happen. Patient reported pain and numbness in right leg when they went to stand up and experienced pins and needles sensation and a charley horse but it subsided over the time. Patient was feeling jolting. Patient said that it would be fine if they were sitting a certain way however when they moved a certain way or stood up the shocking started. Patient said that this happened on all of the programs. Patient was having loss of therapeutic benefit. Patient had to go every 20-30 minutes. Patient was in motor vehicle accident and since then stimulation had been in the wrong location and they just recently had revision and then a reprogramming session.